Event description:
This is the second of two reports concerning the same patient surgery (see mfg report number 2032593-2014-00001). It was reported the 520mm nitinol guidewire, double blunt and threaded tips broke during surgery. This report concerns lot number 520mm nitinol guidewire, double blunt and threaded lot number: m013982e. It was reported: "tips broke during surgery". Additional information was received on (B)(6) 2014. During a l5-s1 posterior spinal fusion (psf) surgery the kwires were placed in the vertebral bodies and then the surgeon "tapped" for screws. When the surgeon attempted to pull the kwire, they realized that the k wire had broken. There was no alleged injury or adverse consequence to the patient; this was discovered immediately upon breakage. No part of the guide wire was left inside the patient or surgical site. The tip was removed with a grasper and via a "jam shidi" needle. A confirmation x-ray was performed.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.